Manufacturer narrative:
Summary: according to surgeon, the anastomosis leaked and it fell apart. Unit was not returned for analysis but the memory card was. The memory card eval revealed the unit functioned as intended. The staples were fired when the chevron were at 2 mm with distal sensor reading at 4 turns. The firing range is between (4.2-2.5) turns. Unit was fired at upper end specs.

Event description:
Lap sigmoid resection. Rectum was resected at the proximal end with a competitive device, then a cs29 dlu was transanally inserted with rcp. Colorectostomy was insufficient. Therefore, another resection and colorectostomy had to be performed with another device. Leak test was insufficient with the cs29. Tissue rings were complete but the distal tissue ring displayed tissue parts that were wrapped around the trocar. A second anastomosis using a competitive device had to be manually over-sewed since the serosa came off. Anastomosis was completed with another device.